Event description:
Healthcare professional reported that during a full root implant of a 19mm freestyle valve, he was sewing on a coronary and the tissue of the valve split. At the time of the occurrence he was using a tapered needle. He repaired the tear and completed the procedure with no adverse effects to the pt.